Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 03/11/2015 to the present date 10/21/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there was a production failure q6 (B)(4) for test failure due to out of specification for the q6 which does not correlate to the customer reported issue.

Event description:
It was reported that the 8110 syringe module was broken/damage. There was no patient contact.